Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, lot#: va21w2w, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 19-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that after the lead was placed and the position was confirmed to be correct on x-ray, impedance testing found an ¿abnormal resistance¿ on the lead¿s last three contacts. The lead was disconnected from the testing cable, washed with sterile injection water, and dried with dry gauze in an effort to troubleshoot the issue; however, the repeat test found the ¿resistance was still abnormal.¿ the puncture needle was then pulled from the puncture position, the lead was wiped and cleaned in order to eliminate the possibility of blood stains, the patient was re-punctured, and the lead was returned to the target segment. Further testing found the ¿resistances of the last four points were abnormal.¿ the abnormal impedances were found on the lead¿s last four contacts and were values all above 10000 ohms. In order to eliminate a possibility of the testing cable being the issue, the previous lead was put in the same position in the cable and the resistance was found to be normal. It was concluded there was a ¿lead problem.¿ the lead was replaced as a result of the event and the issue was resolved. There were no surgical interventions planned or performed; no complications were reported or anticipated.